Manufacturer narrative:
This supplement report #1 is being submitted to provide the root cause and corrective actions taken. Agfa service and the supplier sedecal responded and fully investigated the unit. As a result of the investigation, agfa service replaced all the recommended parts and completed software updates as determined by the supplier sedecal's site visit. Overall, the root cause has been identified as failure in the dmc and the user did not release the dead man bar immediately, so the unit turned, clockwise. This is an isolated case of a damaged/burned dmc board. The unit is now working as intended. No further events have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #1 is being submitted to provide the root cause and corrective actions taken.

Event description:
On march 14, 2017, agfa became aware of an event in which the customer experienced unintended movement of a dx-d 100 unit. The customer has not provided a date of event to agfa, but described the event as when driving the unit it would pull to the right and while driving straight down the hallways the unit would go slowly then speed up. The operator did not hear any beeps from the unit. The initial investigation by agfa and its supplier determined when driving the unit, the unit does pull to the right and going down the hallway in full speed the unit slows then speeds up. During the investigation it was confirmed the dmc board for this unit was replaced on (B)(6) 2017. The unit has been removed from service. Further investigation is under way to determine the root cause. A supplemental report will be provided.